Manufacturer narrative:
The investigation determined that multiple non-reproducible, falsely elevated troponin I es results were obtained from three patient samples while using the vitros eci immunodiagnostic system. The investigation was unable to determine a definitive assignable cause. Based on information available, a dusty laboratory environment or an unexpected vitros high sample diluent b fluid issue cannot be ruled out as contributing factors. There was no evidence to suggest that the vitros instrument and reagent contributed to the event. Additionally, the sample was not processed in accordance with the tube manufacturer¿s recommendations. It is likely that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. The investigation was unable to determine a definitive assignable cause.

Event description:
The customer obtained several non-reproducible, falsely elevated troponin I es results from four samples drawn from three different patients when processed on a vitros eci immunodiagnostic system. Patient 1: tropi es= 0.268 and 0.088 vs. Expected <0.012 ng/ml. Patient 2: tropi es= 0.194 vs. Expected <0.012 ng/ml. Patient 3: tropi es= 5.61 vs. Expected <0.012 ng/ml biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The non-reproducible, falsely elevated tropi es results were not reported from the laboratory. There was no allegation of patient harm as a result of the event. This report is number two of four MDR¿s for this event. Four 3500a forms are being submitted for this event as four devices were involved. (B)(4).